Manufacturer narrative:
Na.

Event description:
A patient in the sweden was undergoing a dialysis treatment via a gamcath mc-gdhk-1315 j vascular access catheter. It was reported that the red clamp on a gamcath broke when the operator closed the catheter during treatment. The treatment was not discontinued as a forceps was used to close the catheter after the event. The catheter had been used for a couple of days and was removed after the event.